Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation and was inflated twice at 14 atmospheres for 5 seconds. However, during the third inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.